Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed an inaccurate ECG rhythm when connected to a patient. In this state the the user may not be able to identify the need for and deliver defibrillation therapy. This issue is patient related; however there was no adverse event reported.